Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged generating discrepant results when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, when compared to the results generated by lumiradx sars-cov-2 ag test. On (B)(6) 2021, two patient samples were initially tested on the cobas® liat® system17331 resulting in sars-cov-2 positive, fu a negative, flu b negative. The same two sample tests that were repeated using the lumiradx were negative for all 3 targets. The negative results were reported and no harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance two (2) mdrs will be filed, one (1) per each sample.

Manufacturer narrative:
Review of the sample data showed low levels of amplification an indication that the sample is a low viral load near the limit of detection (lod) of the assay. Furthermore any results for samples near the lod of the test can be expected to waiver between positive and negative. Additionally, if the customer re-tested samples using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies.(B)(4).

Manufacturer narrative:
Corrected reagent lot number. (B)(4).